Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the implant site as well as the stimulation has been uncomfortable since implant. Patient believes now it is causing more of a problem. Patient is not allowed to travel because it hurts so bad sitting in the seat because it rides up to their back. The ins is not stable and moves all over the place. The implanting physician moved, and patient was referred to a different physician who refused to remove it and said they would give patient a pill for their incontinence instead. Patient states their lower back is killing them. The patient was redirected to their healthcare provider to further address the issue. The patient plans to go to the emergency room. Patient would like to have the interstim removed. Ps will send physician listings.